Manufacturer narrative:
Citation: do-yoon kang transseptal transcatheter mitral valve-in-valve replacement for a failed bioprosthetic mitral valve korean circ j. 2018 may; 48(5): 438¿441. Published online 2018 mar 7. Doi: 10.4070/kcj.2017.0364 pmcid: pmc5940651 pmid: 29671289 earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without the return of the product no definitive conclusion can be made regarding the clinical observations.   If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) -year old female patient with atrial fibrillation, stroke, and restrictive lung disease who underwent implant of a 27 mm medtronic hancock ii bioprosthesis due to severe rheumatic mitral stenosis. No serial numbers were provided. Eleven years post-implant, the valve was replaced in a valve-in-valve procedure with a non-medtronic valve due to severe mitral regurgitation (mr), pulmonary hypertension and prolapse of posterior leaflet of the bioprosthetic mitral valve. No additional adverse patient effects or product performance issues were reported.